Manufacturer narrative:
(B)(4). Lot #: unknown as information was not provided. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to complainant: legs did not open upon deployment and became stuck in the vessel. Ballooning and retrieval was not successful. Another filter was deployed over the filter. Both filters remain in patient. Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: since no imaging or product are received, the evaluation is based on the patient/event info solely. The exact reason why the filter failed to open properly cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. Based on the available information it is unknown how retrieval attempts were performed and by which techniques physician used. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. During manufacturing processes the distances between primary filter legs are verified. Also, after advancement through a testing sheath the spring effect of every filter is verified. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: legs did not open upon deployment and became stuck in the vessel. Ballooning and retrieval was not successful. Another filter was deployed over the filter. Both filters remain in patient. Patient outcome: unknown as information was not provided.